Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer alleges the hi lo motors are acting erratic while the patient is in the ihcs3 bed.